Manufacturer narrative:
Title: transcatheter pulmonary valve implantation: systematic literature review citation: revista brasileira de cardiologia invasiva (2013) 21(2):176-87 (doi 10.1016/s2214-1235(15)30127-7) authors: tobias engel ayer botrel et al earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a systematic literature review on the use of bioprosthesis transcatheter pulmonary valve implantation of patients with dysfunctional homografts, valved conduits and surgically implanted bioprosthesis in right ventricle right ventricular outflow tract (rvot). All data was collected from multiple databases including embase, lilacs, medline, cochrane library and the annals of congresses of medical specialty societies. Fifteen studies met the inclusion criteria. The study population included a total of 651 patients, 644 of which were implanted with a medtronic melody transcatheter bioprosthetic pulmonary valve (serial numbers not included). Among all patients adverse events included: cardiac arrhythmias, endocarditis, increased gradient measurements, pulmonary regurgitation, pulmonary insufficiency, and stent fracture (some of which were treated with a re-intervention). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.